Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.25mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, during the 1st inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 3.5x15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 12mm longitudinal tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.25mmx15mm nc emerge balloon catheter was advanced for dilatation. However, during the 1st inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 3.5x15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.